Event description:
The customer reported the system's monitors failed to operate. No report of pt injury.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. Factors that can contribute to stent damage include, but are not limited to, manufacturing, interaction with associated devices, interaction with lesion/anatomy, physician technique/handling, and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, based on the reported information, the damage to the stent appears to be related to use of an oversized balloon during post dilatation, related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents for stent damaged reported for this lot.

Event description:
It was reported via trial that after rx acculink stent placement in the left internal carotid artery and during post stent dilatation with a non-abbott .018 balloon dilatation catheter, the balloon engaged the stent resulting in a folding of the proximal end of the stent. A second unplanned stent was deployed overlapping the proximal end of the stent. Reportedly, the physician felt the problem could possibly have been avoided by using a .014 balloon dilatation catheter instead of the .018. There was no adverse patient sequela. One day post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The customer reported the stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.